Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 1/25/2010 and was last repaired on 7/10/2013 for damaged gears. Evaluation of the device observed worn gears, as galling of the gear teeth of the roller gear and both cutter gears. Nicks along the edge of the ratchet gear and minor wear to the right end of the roller was also observed. Prior to repair, a test mesh passed, but the device was outside calibration specifications on the left and right side and the side to side calibration. Customer returned two cutters for evaluation and both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Each cutter failed to produce an acceptable test mesh during its previous repair and was returned to the customer as non-repairable. Improper handling and failure to replace the damaged cutters most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. It was reported that the zimmer skin graft mesher 1.5:1 ration cutter serial number (B)(4) was not meshing properly. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.